Event description:
Customer reported a failed abutment without further information.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction, but due to insufficient information it is unclear whether this could have possibly caused or contributed to a serious injury. Product return and additional information is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.